Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm, motor noise during testing or drive and motor anomaly noted during testing. The insulin pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 448 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not find air bubbles, leaks and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.